Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the delivery system was returned used. The safety clip was not noted to be in the sample return kit with the delivery system. It is unknown if it was discarded or not returned with the device. The tuohy borst adapter was loose and the two-way stop cock was opened. The stent graft was found to be released and was not returned with the delivery system. A portion of the distal end of the inner catheter including the atraumatic tip was torn off from the delivery system and measured 16.6cm in length. The inner catheter appears to be stretched and kinked on the detached portion. The outer catheter was noted to bent 16.8cm from the strain relief. Inner catheter measuring 51mm was noted to extended past the distal end of the delivery system. The exposed inner catheter was noted to be kinked throughout the exposed portion. No other anomalies were noted to the returned delivery system. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Photo review: three digital photos were reviewed by an engineer. The first photo shows a flair delivery device in a plastic bag. Product and patient labels can be seen on the outside of the plastic bag. The red safety clip can be seen separated from the delivery system. A detached portion of the inner catheter can be seen with the atraumatic tip. The second and third photo show closer images of the detached portion of the inner catheter. The investigation can be confirmed for detachment based on the photo review. Conclusion: the investigation is confirmed for detachment, as a portion of the inner catheter including the atraumatic tip was returned separated from the rest of the delivery system. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Sample available for eval (corrected), photo inspection (added). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during a declot procedure the distal tip of the delivery system allegedly detached during removal and traveled to the left ventricle. A snare was used to remove the detached segment. There was no reported patient injury.